Event description:
It was reported that a screw inserter and a screw broke during a procedure. Patient retained the shaft of the screw. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed. All results were within the range specification during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Event description:
The customer's wife reported that on (B) (6)2010, while the customer was walking, he became weak at approximately 3:45 pm and fell down on the ground injuring a back muscle. At approximately 4:00 pm, the customer reportedly received a reading of 142 mg/dl on his freestyle lite blood glucose meter. The paramedics were called and a reading of 30 mg/dl was obtained on a health care provider (hcp) meter at approximately 4:30 pm. The customer reportedly compared the adc reading to the hcp reading. The customer's wife also reported the customer was treated with an intravenous glucose solution, and was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.